Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the infusion set leaks due to a bent cannula; infusion sets have been discarded. No adverse event reported. No product will be returned.